Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(4). Initial reporter - the article was written by brett p. Wiater, erin a. Baker, meagan r. Salisbury, denise m. Koueiter, kevin c. Baker, betsy m. Nolan and j. Michael wiater. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "elucidating trends in revision reverse total shoulder arthroplasty procedures: a retrieval study evaluating clinical, radiographic, and functional outcomes data" which aimed toexplore relationships between damage modes in explanted reverse total shoulder arthroplasty (rtsa) components, patient and radiographic risk factors, and functional data to elucidate trends in rtsa failure. The article reports revision procedures in 44 patients due to 19 cases of instability with dislocation, 19 cases of infection, 13 cases of implant loosening, 5 cases of dissociation, 3 cases of instability, 3 cases of hematoma, 2 cases of pain, 2 cases of abscess, 2 cases of scapular notching, 1 case of component malpositioning, 1 case of periprosthetic fracture, 1 case of implant failure and one case of metal wear or synovitis. Only two patients are reported to have had biomet product initially implanted. In conclusion, most damage was observed on the pe liners, on both the articular surface and rim, and glenosphere components. Correlation of retrieval findings with radiographic and clinical data may help establish predictors of prostheses at risk for failure.